Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.4. Additional 510k: k141311, k250884.

Event description:
It is reported, solution inside is very cloudy and doesn¿t look like ns either.